Manufacturer narrative:
D10. Concomitant products: oms-t10btnl omst10btnl 10 blunt tip trocar w/o latex - (lot# p5h1149). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, during retrieval of the specimen (gallbladder) via port, the grey silicon seal was damaged and broke off when the bag was pushed inside the port. The seal fell into the abdomen and it was retrieved by the surgeon with a laparoscopic instrument. The same issue occurred on the second trocar. A third trocar was used to resolve the issue. The surgical time was extended by 30 minutes. There was no patient injury and the patient was already discharged from the ward.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the main valve seal was disengaged. The lock collar tab was broken. The trocar balloon and converter doors were intact. The inflation syringe was received. The obturator was received. Functionally, the converter doors moved properly and were fixed securely in place. The balloon was inflated using the returned syringe, no leaks were detected however an odd shape was noted. It was reported that the seal was damaged and it disengaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when may occur when excessive force is applied during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected unreported conditions of broken lock collar, balloon irregular shape, and improper positioning. These issues may occur when excessive force is applied during clinical application and when positioning the device during its inflation deployment or deflation process, or its tissue planes process, during clinical application. The instructions included with this device provide the following guidance: damage to the balloon by instruments used during insertion and in the course of a procedure may cause device failure. Damage to the balloon by instruments used during insertion and in the course of a procedure may cause device failure. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Once the extraperitoneal space is adequately dissected, deflate the dissection balloon by removing the endoscope or by removing the inflation bulb from the dissector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.